Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self-test, off no power, unexpected restart error test, basic occlusion, occlusion, priming and excessive no delivery tests. The motor passed the motor test and there was no motor error alarm. There was no battery out limit alarm and the device was missing end cap sticker. The insulin pump was received with scratches on the lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm. Customer's blood glucose reading was 450 mg/dl. Customer treated their high blood glucose with manual injection. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error during the prime process. Customer received motor error alarm during bolus delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.